Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (sicd) received four inappropriate shocks years ago due to oversensing. Technical services (ts) provided a review a discussed that the shocks are for low r wave amplitude, which led to t wave oversensing. This device remains in service. No additional adverse patient effects were reported.